Event description:
It was reported that the patient was unable to adjust stimulation. The programmer displayed the ¿call your doctor¿ icon and a power-on-reset (por) condition. The patient had surgery on (B)(6) 2013 to remove a pancreatic tumor and the gall bladder. It was stated that the patient¿s implantable neurostimulator (ins) was not turned off before the surgery. The patient had a catheter removed today and when it was attempted to adjust stimulation, the por was seen. The patient contacted the healthcare provider (hcp) and was directed to contact the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v381109, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).